Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. (B)(4) was opened to investigate this issue.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68) and a neuron max 6f 088 long sheath (neuron max). The physician introduced the red68 through the neuron max and experienced resistance. The physician then decided to remove the red68. Upon removal, the physician noticed a fracture on the distal length of the red68. The red68 was then completely removed from the patient by hand. The procedure was completed using a new red68 and the same neuron max. There was no report of an adverse effect to the patient. This device is within scope of lots identified in a voluntary recall initiated june 3, 2026.